Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level were 400 mg/dl, 457 mg/dl. The customer treated high blood glucose with bolus. The customer was using the insulin pump when high blood glucose event was reported. The customer was reported that insulin pump was not on auto mode. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. (B)(4).